Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: this issue was investigated through CAPA. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
The facility received a report that an infusor had a reservoir rupture during infusion. The device was filled with a solution of primaxin and saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.